Manufacturer narrative:
H3 device evaluation: analysis of the recharger telemetry module (rtm) found a recharge antenna failure - a "no device found" message was displayed when testing the rtm. It was noted that the rtm cord was worn; however, it was stated that this did not impact the rtm's functionality. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 97755 lot# serial# (B)(6); product type recharger, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The patient¿s family reported through a manufacturer representative that the base of the patient¿s recharger telemetry module (rtm) cord became very hot and the implantable neurostimulator was not charging properly. Since around 2024-nov, even when the recharger was properly aligned with the ins and charging was maintained in a very good condition, it was soon interrupted. Even when closely monitored to ensure no misalignment occurred, charging was still interrupted. It was stated that the area where the rounded part of the recharger met the cord became extremely hot and that it would ¿get hot enough to cause burns.¿ it was requested the patient temporarily stop charging and resume once the heat dissipated if the device became hot, though it was mentioned that this was ¿useless¿ however and that it could not be implemented. The issue remained unresolved at the time of report. It was unknown whether any external factors may have caused the event. No complications were reported or anticipated.